Event description:
Initial result for a calcium result obtained during a method comparison was 6.5 mg/dl. When repeated with a new reagant lot the result was 5.7 mg/dl. The results were not used to determine patient therapy. The field service representative replaced the reagant to correct the erratic recovery.